Manufacturer narrative:
Date recv'd by MFR: 06dec2019. The manufacturer's field service engineer (fse) performed troubleshooting and found that the unit previously declared a 35 volt failure, backup alarm failure, alarm led failure and auxiliary alarm failure. The fse ran performance verification testing and the unit passed. The customer reported that the unit tends to work fine for a while and then the issues arise again. The fse advised the customer not to place the device back into use until the motor controller can be replaced as it is the oldest component. No parts were returned to failure investigation; therefore, the root cause of the reported issue could not be determined submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12/13/2019.

Event description:
The customer reported that this unit has a history of the screen freezing on a number of different cases. There was no patient involvement.